Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to "patient's complaint with urethra injury." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the spectra cylinders were visually inspected and functionally tested. They performed within specifications. This does not confirm the reported erosion and irritation. The product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to "patient's complaint with urethra injury." The urethral injury was described as "the urethra melt down at the surgical site." It is believed the urethral injury was caused by tissue irritation. Following the explant surgery the patient was doing well. The patient was later implanted with a new 9.5mm x 12cm spectra penile prosthesis device on (B)(6) 2018. Further information received states the "urethra melt down at the surgical site" means there was erosion at the urethra. Product was explanted and returned. A supplemental report will be filed should additional information be received or after product has been returned and product analysis has been completed.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to "patient's complaint with urethra injury." The urethral injury was described as "the urethra melt down at the surgical site." It is believed the urethral injury was caused by tissue irritation. Following the explant surgery the patient was doing well. The patient was later implanted with a new 9.5mm x 12cm spectra penile prosthesis device on (B)(6) 2018. Further information was requested, and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed should additional information be received or after product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided in describe event or problem.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to "patient's complaint with urethra injury." The urethral injury was described as "the urethra melt down at the surgical site." It is believed the urethral injury was caused by tissue irritation. Following the explant surgery the patient was doing well. The patient was later implanted with a new 9.5mm x 12cm spectra penile prosthesis device on (B)(6) 2018. Further information received states the "urethra melt down at the surgical site" means there was erosion at the urethra. Product was explanted and returned. A supplemental report will be filed should additional information be received or after product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided in: describe event or problem, device available for evaluation, returned to manufacturer date, device evaluated by manufacturer, device not evaluated by manufacturer code, device return to manufacturer, patient codes, evaluation method codes.